Event description:
It was reported that a tria ureteral stent was used in a fiberoptic transurethral lithotripsy procedure in the urinary tract. During the procedure and outside the patient, when the stent was placed along the guidewire and attempted to advance, it was noticed that the stent got separated midway from the proximal side. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis. The returned tria ureteral stent was analyzed, and during the inspection, it was found the bladder coil detached. The suture was also returned for analysis. The reported event of stent shaft break was not confirmed. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of stent coil detached/separated and stent shaft break were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was used in a fiberoptic transurethral lithotripsy procedure in the urinary tract. During the procedure and outside the patient, when the stent was placed along the guidewire and attempted to advance, it was noticed that the stent got separated midway from the proximal side. The procedure was completed with another of the same device and there were no patient complications reported.